Event description:
It was reported that this right ventricular (rv) lead was an attempted conduction system pacing implant due to the lead experienced a helix malformation with undesirable electrocardiogram characteristics. It was noted the lead was burrowed through the septum and after 12 to 15 turns, the lead was backed out to be repositioned and the helix was deformed during the removal process. The physician elected to discard this rv lead use a new lead that was successfully positioned in the left bundle branch area pacing (lbbap) area. The attempted rv lead was disposed of and will not be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted conduction system pacing implant due to the lead experienced a helix malformation with undesirable electrocardiogram characteristics. It was noted the lead was burrowed through the septum and after 12 to 15 turns, when the lead was backed out to be repositioned, the helix was deformed during the removal process. The physician elected to discard this rv lead use a new lead that was successfully positioned in the left bundle branch area pacing (lbbap) area. The attempted rv lead was disposed of and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
F10 device codes field correction - remove device code a05 - device code description - mechanical problem. Report number: 2124215-2025-65203.